Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. (No problem found) the evaluation did not identify any issues relevant to the reported event. See attached thermal test form.

Event description:
It was reported on (B)(6) 2023 by a sales representative via sems that an ar-3210-0029 camera is getting hot and shaking a lot. Case involvement, no patient effect.